Manufacturer narrative:
Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that they felt inaccurate. When navigating on the navigation system, they felt they were "too deep" when they should have been more superficial (length was unknown). They took another spin and felt they were still inaccurate and confirmed this by taking an ap and lateral shot using a different system, they proceeded with the case by switching out the reference frame and the system. There was a procedure delay of one hour or longer and no impact to the patient.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that they felt inaccurate. When navigating on the navigation system, they felt they were "too deep" when they should have been more superficial (length was unknown). They took another spin and felt they were still inaccurate and confirmed this by taking an ap and lateral shot using a different system, they proceeded with the case by switching out the reference frame and the system. There was a procedure delay of one hour or longer and no impact to the patient. Additional information was received. It was reported that two 3d hd spins were unused and the first spin was about 2mm inaccurate while the second spin was described as "way off".

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: frame 9730605 ref sm passive sp, lot number: 150729 h2/h3/h6: troubleshooting was performed by a representative (rep). There were two probes that had issues verifying with the frame and the system. The rep had to angle the probes slightly from perpendicular to get a successful verification and it would not be fully seated. The rep noted that there was an inaccuracy (lateral) seen when navigating the two probes. The rep tested with the site's other system and noticed the same verification behavior, and an inaccuracy of lesser magnitude. The rep confirmed the site was able to use the initial system with no issues while using a different frame. It was determined the frame was likely the issue. Codes 10, 180 and 4307 are applicable to this troubleshooting. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.